Event description:
Rn reports pressure monitoring kit with venous arterial blood management protection system (vamp) fell apart at the transducer before using it on the patient. No patient harm. Device is available for evaluation purposes.====================== health professional's impression======================it fell apart.